Event description:
Dr. Reported to local sales rep. That four pts on seperate occasssions had returned to the hospital several hrs following day case anesthesia with the lma. Different anesthesiologists were involveed in each case. He states that the hospital has used the lma approximately 500 times in total since first obtaining them in octoooober 1993. He reports that they have experienced no problems with the use of the lma since I received a call from dr. B garbank on 11/3/94 requessting further infomation on insertion techniique. This hospital also raised a query some months ago regarding a laryngeal mask that had been accidently sterilized with ethylene oxide. They apparently discarded this lma.the first two cases were associated with pain and difficulty in swallowing. Each pt received indirect laryngoscopic examination by an ent surgeon on readmission to the hospital. It was noted that the first of these pts haad four 'mucosal tears' in the pharnyx which were consistent with trauma. The second pt was reported to have a reddened appearance to the pharyngeal mucosa. In both these pts the condition apparently settled down without further intervention required.the second trwo cases occurred the past two weeks and were spaced one week apart. Bothe pts returned several hours after discharge from hospital complaining of sore throat and difficulty in breathing. In both cases the lma was inserted easily and on the first attempt, and subsequent anesthesia was uncomplicated. Dr. Believes that the correct volume of air was used to inflate each lma. The first pt had received a four hour anesthetic breathing spontaneously with the lma, and the second pt a 1.5 hr anesthetic breathing spontaneously. Each of these pts were examined by indirect laryngoscopy, and the report from the ent surgeon states that in both cases the arytenoid cartilages and the surrounding pharyngeal tissue were similar to a latex allergic reaction. The pts were admitted to the hospital and received treatment with hydrocortisone and antibiotiscs, following which they have made complete recovery.